Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the device stopped working half way through the case. The blade would not retract in or out and the device stopped totally. A second handpiece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 06/10/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.